Event description:
It was reported that the md inserted the sheath into the pt's femoral artery. While feeding the intra-aortic balloon (iab) catheter over the spring wire guide (swg) and through the sheath, the md experienced resistance. At this time, the md examined the catheter and observed a kink in the catheter. The md requested a new iab and this iab was inserted without difficulty through the sheath. There was no reported pt death or injury. Medical/surgical intervention was not required. A short delay in intra-aortic balloon pump (iabp) therapy was caused while opening the new catheter. There were no reported pt complications. The pt is recovering.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.